Manufacturer narrative:
(B)(4). Batch # r93w2e. Attempts have been made to obtain the following information: what is the severity of the burn? What medical intervention was used to treat the burn? (Such as salve or stitches). Are there any anticipated long-term effects from the burn? What is the patient¿s current condition? Is the white tissue pad completely missing from the clamp arm of the device? To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Investigation summary: the analysis results found that the device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test handpiece and a gen11 and the device did activate during functional testing. The device was activated for about 1 minute with no abnormal heat observed. The device was disassembled to inspect the internal components and no anomalies were found. The harmonic device produces heat in order to cut and coagulate tissue. Activating the blade against the pad without tissue present is the main factor in increased or elevated device temperature. Blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft. During and following activation on tissue, the instrument blade, clamp arm, and distal 7 cm of the shaft may be hot. Avoid unintended contact with tissue, and drapes, surgical gowns, at all times. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history record was reviewed and there were no defects, protocols, or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during and unknown procedure, the plastic surrounding the tip of the device fell off and the patients¿s liver was burnt as a result. Event outcome and how this was managed is unknown.